Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) walked the customer through the recover storage space function. The pocket was successfully recovered and became accessible. The customer confirmed resolution. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 contained unsecure cubie failed to open. The customer stated that they managed to get the medication from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.